Event description:
It was reported that the ilet generated alert 32 indicating a motor processor communication error, the pump was restarted per guidance, the alert recurred, and the device was replaced; during the event the user experienced hyperglycemia with a reported maximum glucose of 469 mg/dl and levels outside 70¿180 mg/dl for over 4 hours, without use of backup therapy or ketone testing, and the implicated component was the circuit board. Symptoms included hyperglycemia, diaphoresis, and sleepiness/drowsiness. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of the returned device revealed signal loss and failure to infuse associated with the device¿s circuit board.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.